Event description:
It was reported that the patient experienced a minor lead migration. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's migrated lead was explanted, replaced, and therapy was restored

Manufacturer narrative:
The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000113045. It was reported to abbott, a patient underwent a lead revision. The patient lost weight and there was slight migration of t heled. The lead was explanted and replaced without complications. The patient had therapy prior to surgery and fine tuning was to be done at post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.